Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Orlando copeland is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 511, 529 and 349 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 511 mg/dl and 529 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/21/2017 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:all times and dates are subject to the customers record -- alll results are fasting.